Event description:
It was reported that the bd alaris smartsite gravity set had leakage. The following information was provided by the initial reporter: "leaking from where the tubing enters into a hub and tubing kinks fairly easy as compared to previous stock." Additional information received from the customer: what was the medication/fluid in use at the time of the event? Normal saline describe any patient¿s harm, injury, complication or negative outcome that occurred as a result of the event. Did not reach any patient.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.